Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was connected to the customer's body during the fill tubing step as the customer was distracted. Reportedly, the customer inadvertently delivered 30 units of insulin to themselves while connected to the site. The customer immediately consumed sugary foods to prevent blood glucose (bg) level from going low. In addition, the customer reported that the event did not impact the customer's bg level. Subsequently, the customer was unable to provide the date of the reported occurrence.